Manufacturer narrative:
The primary complaint was confirmed during functional testing and archive review. The root cause of the user advisory (ua) 17 (max motor on time exceeded during active operation) error message was a defective motor controller board. The motor controller board was replaced. Visual inspection was performed and no physical damage was found. Review of the archive data found multiple ua 17 error message on the reported event date. Further evaluation found (unrelated to the complaint) a sticky clutch plate, the brake gap below specification, and a defected integrated encoder gearbox. To ensure that the autopulse platform is functional without issue, the clutch plate and the integrated encoder gearbox were replaced and the brake gap was readjusted. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Manufacturer narrative:
The primary complaint was confirmed during archive review and functional testing. The root cause was found to be a defective motor controller. The autopulse platform is a reusable device and was manufactured in 2015. Therefore, this type of issue is characteristic of normal wear for the life of the device. To resolve the issue, motor controller was replaced. Additional repair was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The clutch plate and integrated encoder gearbox were replaced and the brake gap was re-adjusted to manufacturer specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The autopulse platform passed final testing criteria.

Event description:
During patient use, it was reported that the autopulse platform (s/n: (B)(4)) provided compression for 5 minutes, then displayed a user advisory 17 (max motor on time exceeded during active operation) error message. The responding team reverted to manual CPR soon after. According to the reporter, the patient returned of spontaneous circulation at an unspecified time later and was transported to the hospital. In a follow-up call to the reporter, a member from the responding team indicated that the issue continued despite the responding team powering on/off the platform. No further patient information was provided. There was no known consequence to the patient.